Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this patient exhibited chest pain. A check revealed this right ventricular (rv) lead had perforated the heart's tissue. A surgical revision was performed and this lead was repositioned to solve the issue. The lead remains in service. No adverse patient effects were reported.